Event description:
A short while after valve implantation, a liquid pad had formed. Following aspiration, it formed anew. The valve was programmed but the liquid pad did not go away. The valve filled with fluid when pumped. Also, it was noticed that the valve vibrated when it was filled up with fluid. The valve was explanted and visual examination revealed dark brown fluid within the device. Fluid in the attached catheter was found to be clear.